Event description:
It was reported that at the end of a da vinci-assisted distal gastrectomy surgical procedure, the robot was undocked, and the surgeon was suturing the incisions. At that time, the patient experienced bleeding that was identified in the stomach drain. An endoscopy was performed, and the origin of the bleeding was identified at the staple line of the gastrojejunal anastomosis. The surgeon had used the sureform 60 stapler instrument with a blue sureform 60 reload installed on it for the anastomosis with no issues reported. The bleeding was controlled by cautery during endoscopy. It was confirmed that there was no blood transfusion rendered to the patient. The surgeon had commented that this issue was not specific/limited to the sureform 60 stapler instrument and its reloads and could have occurred with other products. Moreover, the surgeon stated that the patient had a strong bleeding tendency. The assistant surgeon commented that there was no issue with stapling, but bleeding might have occurred because of the strong bleeding tendency of this patient; however, no specific underlying disease was reported. Although the bleeding was identified at the site where sureform 60 was used, the surgeon commented that the bleeding was not caused by a device malfunction. The patient had a bmi of 33. It was confirmed that the patient did not experience any intra-operative complications. There is no video recording or photographic images of the procedure available for review.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument or the blue sureform 60 reload involved with this complaint. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. The stapler logs show that a sureform 60 stapler instrument (part #480460-08, lot #l92191014-0224) fired three sureform 60 reloads (2 green followed by 1 blue). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps in the procedure. This complaint is considered a reportable event due to the following conclusion: at the end of a da vinci-assisted gastrectomy surgical procedure, the patient experienced bleeding that was identified at the staple line of the gastrojejunal anastomosis. The surgeon had used the sureform 60 stapler instrument with a blue sureform 60 reload installed on it for the anastomosis with no issues reported. The bleeding was controlled by cautery during endoscopy.